Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. During the service center evaluation of the device logs, a system fault 74 was also observed. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the occurrences of device failure to complete its internal self-test and system fault error message (sf 74). The investigation determined that the device failure to complete its internal self-test was due to contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined the system fault error message (sf 74) was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).